Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an intermittent alarm "cassette was partially unlatched, fully remove and reattach the cassette", when the cassette was not unlatched. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: product received 6 may 2024. H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Error log review found cassette partially unlatched alarms. Visual inspection found worn upstream occlusion (uso) seal. Customer reported problem was duplicated. Upon power up when testing the psi pressure, the device alarmed with "cassette partially unlatched. Remove and reattach cassette" however, while in manufacturing mode, both downstream and upstream sensor passed the calibration test. No issues were found with the latch lock flex. Most probable cause of problem was an intermittent downstream occlusion (dso) and upstream occlusion (uso) sensor. Sensors were replaced. Device passed all functional tests after the repair.